Manufacturer narrative:
A ge rep evaluated the system and reseated workstation circuit boards, reloaded software, reseated fuses, and reformatted the cine drive. System operates as intended.

Event description:
The customer reported the images had lines in them and the system locked up. No pt injury was reported.